Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: USA. It was reported by the healthcare professional to the company sales representative that "surgical technique was followed but with patient with bmi caused instrumentation to be angled/flexed. Due to extreme angle when inline pressure applied caused the driver to pop out. This caused the screw from being put in or removed. Surgeon made comment "had universal driver been available, screw may have been able to be advanced and /or removed". Put in screw. Due to issues with 3rd screw, surgeon decided to not put in forth screw. Surgeon used bolt cutter to cut off as much of screw as he could and so the remnant about 4-5mm interior from its seated position. Remnant was covered with pieced of allograft." Alif (anterior lumbar interbody dusion) procedure was performed on the patient. The cut off fragment was successfully removed from the patient's body and it was disposed. The surgery was delayed for 150 minutes (2 1/2 hours). There was no harm reported to the patient. All med watch submissions related to this report are: 9610612-2018-00370, 9610612-2018-00371 (this report), 9610612-2018-00372.

Manufacturer narrative:
Investigation: surgeon used various drivers available in set but could not recall screw. Corrective/preventative action: re-education of rep on availability of other drivers in set and degrees of motion/rotation provided by each.